Event description:
It was reported that "during insertion, the cuff could only be inflated up to 25cc instead of the 40cc. Alarm machine went on as 'helium loss'. No clinical consequences. Patient is fine. Cuff inflated at 25cc to avoid the alarm and continue with the procedure".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab helium loss alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during insertion, the cuff could only be inflated up to 25cc instead of the 40cc. Alarm machine went on as 'helium loss'. No clinical consequences. Patient is fine. Cuff inflated at 25cc to avoid the alarm and continue with the procedure".